Event description:
It was reported that the handpiece arrived damaged after a case. There is a dent on tip of handpiece. The device was not being used with a patient during the event.

Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was returned for investigation. It was reported that the long attachment was bent and there was a dent on the tip of the handpiece. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The initial visual/functional investigation found that: the handpiece and long attachment were severely damaged. This could not have been caused by normal use. The long attachment was bent along the long axis of the attachment. The handpiece drill guide support was bent along its long axis. The drill guide tip was bent. The drill guide support connection for metal guard was broken off. There was internal cosmetic damage to the handpiece. Damage occurred while the drill, guard, and handpiece were connected. Damage is consistent with the guard being connected at the time of impact/bending as that is the only way the guide connection could have been removed. Additionally, the tech had difficulty removing the drill from the handpiece and additional force was applied. This is the cause for the extensive damage. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.